Manufacturer narrative:
One level 1 hotline low flow system was received with a cracked tank cover. There was wear and tear damage on the enclosure and plate clip. The printed circuit board (pcb), front cover and power switch were also outdated. A visual inspection was conducted, the reservoir was filled with water, a temperature check was attached, an in line cord was plugged and the device was powered on. The reported issue was able to be duplicated; the device leaked from the reservoir. There were cracks at the bottom of the tank cover where the screws hold it to the reservoir. The cracks in the tank cover were caused by overtightening of the screws by the user. No action was taken to repair the device due to the age and condition of the device.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system's reservoir cover was leaking. The issue was discovered during preventative maintenance testing and there was no patient involvement.